Event description:
Reporter from the us reported that the "surgeon stepped on the foot pedal and the motor started up but then started losing power". Reportedly, the staff noticed that a large amount of oil had leaked out of and pooled around the device. It is unknown if the device was used in surgery. No injury or medical intervention occurred. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
(B)(4) evaluated the device, and the reported problem was confirmed. The unit was observed to have a leak around the oil fill tube indicative of a worn or damaged o-ring. (B)(4).